Event description:
During an in-clinic follow-up, the device was found to be in back-up vvi (bvvi) mode with high voltage therapy available. Technical support was contacted but was unable to resolve the event through reprogramming. The cause of the bvvi mode was suspected to be due to an error code 13. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient did not miss any needed therapy and is stable with no consequences.

Manufacturer narrative:
Reported event of inappropriate or unexpected reset was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. Attempts to restore the device were unsuccessful. The device was cut open, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode could not be reproduced.